Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event. This report is being sent to correct b1, b2, and h1. Additionally, upon review of the device's complete diagnostic data, detailed engineering analysis was performed. A charge beginning and charge ending were observed, at the same time as the impedance measurement session. This caused the device to enter a state where therapy delivery was temporarily disabled. This was resolved twenty-four hours later with a successful impedance measurement check and the device subsequently resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are being implemented to mitigate this situation. This device remains in service. The patient experienced shock resulting from unrelated noise artifacts but did not experience any adverse effects due to the rare transient issue.

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in february 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. Recently, the patient was evaluated in-clinic where the noise was reproducible in the primary vector with provocative movements. Additionally, low r-wave amplitude measurements were noted. Diagnostic imaging was also performed which showed an appropriate position, but a significant amount of tissue surrounding the electrode. The physician programmed the device to the secondary sensing vector and this information was provided to ts for review. Due to the reproducible noise artifacts, ts strongly suspected an electrode impairment and recommended an electrode replacement procedure. However, this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event. Additionally, upon review of the device's complete diagnostic data, detailed engineering analysis was performed. A charge beginning and charge ending were observed, at the same time as the impedance measurement session. This caused the device to enter a state where therapy delivery was temporarily disabled. This was resolved twenty-four hours later with a successful impedance measurement check and the device subsequently resumed appropriate sensing. This transient situation is considered a rare timing condition and further enhancements are being implemented to mitigate this situation. This device remains in service. The patient experienced shock resulting from unrelated noise artifacts but did not experience any adverse effects due to the rare transient issue.

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in (B)(6) 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.